Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Unit was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Pump passed the dat test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced low blood glucose and customer allege insulin pump was over delivering insulin because they never had insulin pump related issue and only the last few nights they had woken up with low blood glucose. Customer¿s blood glucose level was 60 mg/dl and 52 mg/dl. Customer had already been taken off the insulin pump and put on manual injections. Customer stated they were unsure if the drive support cap was protruded, loose, sticking out or flush. The reservoir will not be and insulin pump will be returned for analysis.